Event description:
It was reported that a device was used duirng an esophagogastrectomy. The device fired an incomplete staple line. The surgeon hand sutured to complete the case. There were no consequences to the patient.